Event description:
Information received regarding the explanted device notes loss of pacing. During the replacement procedure, blood was noted in the connector. The patient was pacemaker dependent and recovering from the event.